Event description:
The customer reported that approximately 2 ml of clear light red fluid leaked from the coulter lh 780 hematology analyzer while troubleshooting for non-numeric differential results (:::) issue. The customer indicated that the leak was not contained within the instrument and was discovered during a shutdown procedure. The customer stated that the instrument also generated an aspiration voltage error at the time of the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse found debris at the differential sample line port 6 of flow cell (vc18) between differential mixing chamber (vc25) and observed a small pinhole in tubing at pinch valve wear point. The fse replaced the differential sample tubing segment and short tubing from t-fitting to flow cell. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to a pinhole in the differential sample tubing; the instrument generated non-numeric differential results and aspiration voltage error to alert the customer to an instrument issue. (B)(4).